Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield had intermittent power continually. Device was turned off and on until case was completed. The hospital did not report any patient effects. The product is returning . (B)(4). Device was reported to not activating properly. They attempted to switch out the cords, but that didn't work. They kept turning the generastor off and on and got it to work. They were able to complete the case without opening another kit up. I suspect there may be something wrong with the pigtail adapter cord. They said they did not try switching out the cords. I am going there tomorrow to investigate further and pick up the device.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield had intermittent power continually. Device was turned off and on until case was completed. The hospital did not report any patient effects. The product is returning . Device was reported to not activating properly. They attempted to switch out the cords, but that didn't work. They kept turning the generator off and on and got it to work. They were able to complete the case without opening another kit up. I suspect there may be something wrong with the pigtail adapter cord. They said they did not try switching out the cords. I am going there tomorrow to investigate further and pick up the device.